Manufacturer narrative:
Follow-up #1: date of submission 11/5/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: the black box shows an unconfirmed replace battery alarm on 2015-08-04 07:25 followed by a power on at 08:32 and 11:51; deliveries resumed at 11:56. No damage found to returned battery cap or the battery compartment. Returned battery cap fits securely to the pump. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs; no power on resets were duplicated. Tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 414 mg/dl, after pump shut off in the early a.m. Due to battery dying. Patient did not hear low battery and replace battery alarm to know pump was not delivering. This complaint is being reported as the patient experienced hyperglycemia after not responding to a pump alarm in a timely fashion.